Event description:
The mhra reported on behalf of the customer, university hospital another country, that during a laparoscopic procedure, it was noticed that a brown, murky liquid was leaking from the battery container of this disposable suction irrigation device on to the base of the drip stand. The customer further reports that the procedure was converted to an open procedure for completion.

Manufacturer narrative:
Investigation is ongoing. Further information will be provided upon the close of the investigation.